Event description:
The dealer states that the caster wheels are not rolling as freely as he feels they should. The dealer states the chair has road salt all over it. The dealer states that the drive tires are worn. The patient is using the chair.